Manufacturer narrative:
Upon visual inspection of the device, no anomalies or defects were observed. The irradiation certificate has been reviewed and no non-conformities were found. The review of the device history record did not provide any information to suggest a nonconformance with the components contributing to the reported event. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive cause could not be determined.

Event description:
The dentist reported that this implant placed in tooth site #3 did not integrate when the patient presented with infection.